Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery. The recipient remains implanted.